Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left upper arm. A 8.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported and the patient status was good.